Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7177824, medical device expiration date: 2022-07-31, device manufacture date: 2017-06-26. Medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had scale marking abnormalities and had restricted plunger movement. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: customer returned (10) 1/2cc, 6mm, 31g syringes in a sealed poly bag from lot # 7177824. Customer states that the syringe has slightly thicker letters and numbers, as if the font were in bold and some syringes were harder at the time of aspiration and application. All returned syringes were examined and all scale markings on all samples were observed to be clearly and sharply printed on the barrels without any smudging or interference with other adjacent scale markings. All samples were also tested and the plunger rods on all the samples were able to be exercised easily without any observed defects. A review of the device history record was completed for batch# 7177824. All inspections and challenges were performed per the applicable operations qc specifications. There were four (4) notifications [200705249, 200705248, 200705247, 200706054] noted for smeared/scratched print. There was one (1) notification [200706359] noted for missing print. There was one (1) notification [200705994] noted for missing zero line. There were two (2) notifications [200706852, 200706592] noted for blank barrels. There were nine (9) notifications [200705161, 200705141, 200705017, 200705296, 200704761, 200705121, 200705885, 200706200, 200705514] noted that did not pertain to the complaint. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for scale marking defective & plunger rod difficult to move on lot # 7177824. Based on the samples/photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd insulin syringe with bd ultra-fine¿ needle had scale marking abnormalities and had restricted plunger movement. No serious injury or medical intervention was reported.